Manufacturer narrative:
Device evaluation: visual review confirms screw breakage ~3 threads down from the base of the bone screw neck. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect. That could contribute to crack propagation. Microscopic examination of the fracture surface by identified a fairly flat fracture , with ratchet marks near the area of crack propagation, and convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spine fusion. Post-op, the screw was broken and pseudoarthrosis was reported. Clicking sound and pain from the area where the screw was broken was also reported. The screw is still inside the patient but facility is planning a revision surgery.